Event description:
It was reported the patient¿s pump was refilled on (B)(6) 2014 and the settings were adjusted to give her more medication. It was noted about six hours after she had it refilled the patient¿s family found her on the floor with a decreased level of consciousness. The pump was not alarming that the patient was aware of. It was unknown if there was a procedure issue that caused the problem. The patient was admitted to the hospital. It was further reported the patient was filled by an infusion company. It was suggested by the healthcare provider (hcp) that the patient may have both pain medication and baclofen in her pump. They do not follow her at the office. The cause of the event, interventions or outcome was not reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 8782, lot# n417766005, serial# (B)(4), implanted: (B)(6) 2014, product type catheter; product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type catheter. (B)(4).